Event description:
It was reported that the blue end cap of a clearlink continu-flo solution set could not be removed. This occurred during setup in the cath lab. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unused sample was received in an opened pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing revealed that the cap could be manually removed. The inner diameter of the cap was measured and found to be within specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.